Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed, and the air water (aw) cylinder had corrosion. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of image not displayed was due to damage on the charged coupled device unit. The most likely cause of the air-water cylinder corrosion is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed a e315 error. This issue occurred during preparation for use. There were no reports of patient involvement.